Manufacturer narrative:
Reporting later than expected due to technical issues with the nextgen portal.

Event description:
Thermal event: charging puck "short circuited and nearly caught fire" only used twice daily. Charged once a week. No property damage or injury.